Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken conductor wire at the distal end between distal clevis and spatula. Visual inspection revealed no visible defect, but the instrument failed the electrical continuity test. No signs of thermal damage were observed. Additionally, the instrument was found to have a broken monopolar yaw pulley at the posts. The visual inspection revealed that one mounting pin of the yaw pulley is missing. Size of missing piece is approximately 1,5mm x 1,5mm. The complaint regarding after a collision, the instrument coagulation function stopped, was confirmed by failure analysis. The probable root cause of a broken monopolar conductor wire can be attributed to damage through external collisions, during use, or during reprocessing. The probable root cause of a broken monopolar yaw pulley are attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the permanent cautery hook instrument collied with another instrument and stopped its coagulation function. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage occurred while the instrument was in use within the patient. However, there was no report of any fragments falling from the device during use. Additionally, the patient has not returned to the hospital due to any post-surgical complications related to retained foreign material.